Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the plate (B)(6) ag 5% sb 90mm 20 has been found experiencing performance issues. The following has been provided by the initial reporter: no growth of bartonella. The customer has been cultivating the bartonella for years during gene manipulations on our agar, with this batch he has no growth. Even repetitions after technical testing (incubators, cooling systems, no growth. Now he has switched to the competition and there are no problems with cultivation here.

Event description:
It has been reported that the plate columbia ag 5% sb 90mm 20 has been found experiencing performance issues. The following has been provided by the initial reporter: no growth of bartonella. The customer has been cultivating the bartonella for years during gene manipulations on our agar, with this batch he has no growth. Even repetitions after technical testing (incubators, cooling systems, no growth. Now he has switched to the competition and there are no problems with cultivation here.

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the actions that have been performed on the complaint against columbia agar with 5% sheep blood, catalog number 254005, lot number 1313286 with respect to no growth. Event description: the customer reported growth issue on plates from lot 1313286. Complaint history review: the complaint history has been reviewed for a period of 12 months and no similar complaint was reported within this period for this catalog number. Batch history record (bhr) review: the batch history record has been reviewed and there is no discrepancy to be noticed. Sample analysis: retain samples have been tested in our qc laboratory with following strains and the growth was within the specification. - str. Pyogenes atcc 19615. - str. Pneumoniae atcc 6305. - staph. Aureus atcc 25923. - e. Faecalis atcc 29212. - e. Coli atcc 25922. The incubation was performed for 24 hours at 35°c - 36°c in co2-atmosphere. Neither samples nor pictures were provided. Evaluation results: at this stage of the investigation we can exclude a systematic failure in our manufacturing process. The complained product is manufactured and released after a successful performance test using the above mentioned strains. According to that, the function of the plates is fully given and we could observe an excellent growth. Furthermore no discrepancy was observed analyzing the production data of this batch. Neither return samples nor pictures were provided to illustrate the issue. Since no similar failure mode was reported for this catalog number, this issue should be considered as isolated issue. Investigation conclusion: according to our qc release criteria of this product, the complained failure mode could not be observed on the reported batch during the our testing . Therefore the complaint cannot be confirmed. However bd will continue to monitor all incoming complaints for similar defect types and will be happy to assist in case of having any further question. We would suggest to set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual).

Event description:
It has been reported that the plate columbia ag 5% sb 90mm 20 has been found experiencing performance issues. The following has been provided by the initial reporter: no growth of bartonella. The customer has been cultivating the bartonella for years during gene manipulations on our agar, with this batch he has no growth. Even repetitions after technical testing (incubators, cooling systems, no growth. Now he has switched to the competition and there are no problems with cultivation here.

Manufacturer narrative:
The following field wad updated due to additional information: investigation summary: the customer experienced no growth of bartonella sp. While using lot number 1313286. The complaint trends were reviewed for a period covering 12 months. No similar complaint were recorded for catalog number 254005. The batch history review did not indicate any discrepancies. In process and quality release controls controls showed the ph value being within specifications. Neither return nor picture samples were provided by the customer for analysis. Retain samples were analyzed for the growth promoting ability of the medium. Strains used for quality release testing of catalog number 254005 and recommended for user quality control of the medium were applied to medium of lot no. 1313286. Growth of said organisms was not impaired. Due to the demanding nutrient requirements, using catalog number 254005 for cultivation of bartonella sp. Is not recommended by bd. In addition, these strains are not tested during quality release procedure and the product is not validated for cultivation thereof. Analysis of retain samples showed no deviation. Therefore, this complaint cannot be confirmed this time. According to the instructions for use bdtm columbia agar with 5% sheep blood is a universal isolation medium and can be used for cultivation purposes of all kinds of aerobically incubated clinical specimen. However, the medium is not suitable for the cultivation and isolation of organisms with highly specific nutritive requirements. Bartonella sp. Has highly specific requirements to its cultivation media and bdtm columbia agar with 5% sheep blood is not validated for the cultivation thereof. Attempts to cultivate bartonella sp. On bdtm columbia agar with 5% sheep blood is associated with a high risk of failure and deemed as an off label use of catalog number 254005.